Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they replaced front cover bottom front corners cracked, rear case bottom front corners cracked, pressure sensor fail pm, barrel clamp cracked handle, replaced force sensor for failed pm. Calibrated. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/20/2004 to the present date 10/22/2020 and note that this device has been returned for service five times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to cracked/damaged bottom front of the front case.

Event description:
It was reported that the device failed the pressure sensor test. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed the pressure sensor test. No patient involvement.